Manufacturer narrative:
The pump was received with moisture damage on the electronics assembly, motor, vibrator motor and battery tube. The pump also had a cracked reservoir tube lip, cracked battery tube threads and minor scratches on the lcd window. No unexpected frozen screen display was noted. The pump passed the self test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
A customer reported via phone call indicating that their insulin pump was exposed to moisture. The customer has a blood glucose level was 100 to 170 mg/dl at the time of the call. Customer reports there is fluid under the lcd display. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A replacement insulin pump was shipped to the customer. The customer sent the product back for analysis.